Event description:
Caller alleged discrepant inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.1, lab inr: 26. Reportedly, the pt visited the emergency room for epistaxis. The time between testing was six (6) hours. Therapeutic range 2.0 - 3.0 for pt. There was no additional pt or treatment info provided.

Manufacturer narrative:
Investigation pending.